Event description:
As it was reported by the sales-rep it was noted that the needle of the product would not retract properly. The retraction difficulty occurred during preparation of the device. The product looked normal when taken from the packaging. The product was properly inspected and prepped. There was no difficulty actuating the needle but when the physician attempted to retract the needle back into the device it would not properly retract. The physician stated that there might be something wrong with the retraction button. The product was not used in the pt.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.